Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in common name & product code and PMA/510(k) number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured at 10 atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the pebax to be peeled from the balloon throughout the length of the balloon. No unraveled fibers or fiber disturbance was noted to the balloon. The balloon was inflated to the rated burst pressure and no ruptures were identified on the device. Therefore, the investigation is unconfirmed for the reported rupture, and is confirmed for peeled pebax. The definitive root cause for the identified peeling pebax could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured at 10 atm. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.